Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a possible infection. Reportedly, the patient's pacer site was hit by a rake. And was developed into a red sore, warm to touch. There was no additional adverse patient effects were reported. This lead was explanted.